Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information states that the firmware upgrade was not re-attempted afterwards. While updating the firmware the programming wand was held in place and the telemetry was interrupted during the process.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation the device exhibited backup vvi operation while trying to upgrade the firmware. The device download was performed successfully.